Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: this was a revision case, a green load was used on the pouch. The staples misfired and didn't form properly. The case was delayed by more than 2 hours. Endostitch was used to over sew the pouch and correct the misfire.